Event description:
The facility reported a colleague infusion pump with a malfunction of a display failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a remediated colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with malfunction of display failure was confirmed by the service. Due to customer denial of the cost of repair estimate, no assignable cause was identified, no repairs were made to this pump and the device was returned un-repaired to the customer.baxter will continue to monitor similar reports to determine if further actions are required.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.